Manufacturer narrative:
Philips service replaced the mvr low power board and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a geometry movement error occurred due to mvr low power board failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.